Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device, after 7 days of wear. The customer reported requiring third-party treatment from a non-healthcare professional due to this issue, but stated having no time to answer further questions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. De-cased sensor and performed visual inspection, no issues were observed on the printed circuit board assembly (pcba). Measured the battery and results were not within specifications. Extended investigation has been performed. Visual inspection of the of the returned de-cased sensor and no issues were observed. Measured the battery and the results were not within specification. Issue has been confirmed to brown out reset associated with a low battery.

Event description:
A customer reported a "replace sensor" message with the adc device, after 7 days of wear. The customer reported requiring third-party treatment from a non-healthcare professional due to this issue, but stated having no time to answer further questions. There was no report of death or permanent injury associated with this event.